Event description:
A malfunction was reported on a pump. The customer's blood glucose level was recorded at 214 mg/dl, which indicates there was no adverse impact. Customer technical support assisted the caller in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred.